Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. Two devices had worn components; 1 device had a loose component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the big wheel was difficult to engage/disengage. No patient was involved.